Event description:
A patient was noted to have 2 lesions on head from fetal monitoring electrode at birth. Lesion (laceration) showing evidence of healing at time of discharge. Parent alleges permanent injury due to lack of hair growth on two spots on the head. Monitor electrode was adjusted once during delivery.